Manufacturer narrative:
H10: the actual devices were not available; however, three (3) photographs and a video of the sample were provided for evaluation. The photographs and the video were visually inspected and a black particulate matter inside the cassette was observed. The reported condition was verified. The cause of the condition was related to manufacturing during molding or welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) homechoice cassettes had particulate matter (pm) which appeared inside the fluid path. This occurred during priming of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.